Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal fentanyl 800mcg/ml at 292.57mcg/day via an implantable pump. The patient reported pump eroded through the skin in her right abdomen on (B)(6) 2026 and was infected. Patient reported dark area of skin around edge of pump. Surgical intervention and explant of system occurred on (B)(6) 2026. The issue resolved at the time of this report.